Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-16041 is a concomitant. Please refer to manufacturer report number 2016493-2026-28305, which captured the correct suspect device per investigation report.

Event description:
It was reported that the primary IV tubing was properly loaded into the pump and the pump door was securely closed. While the infusion pump was being programmed, the isuprel medication was observed to be freely flowing and effectively bolusing into the patients IV line. The event occurred on (B)(6) 2026 at approximately 1100. The isuprel infusion was intended to run at 0.1mcg/kg/min with a concentration of 0.1mg/100ml. The patient subsequently reported experiencing palpitations and tachycardia, and cardiac rhythm monitoring showed atrial fibrillation. The customer confirms no medical interventions were provided to the patient. The patient had a pre-planned admission to the cardiac cath lab as well as the hospital. These admissions were not as a result of the over infusion. Customer reports there was no patient harm

Event description:
It was reported that the primary IV tubing was properly loaded into the pump and the pump door was securely closed. While the infusion pump was being programmed, the isuprel medication was observed to be freely flowing and effectively bolusing into the patient's IV line. The event occurred on 16 february 2026 at approximately 1100. The isuprel infusion was intended to run at 0.1mcg/kg/min with a concentration of 0.1mg/100ml. The patient subsequently reported experiencing palpitations and tachycardia, and cardiac rhythm monitoring showed atrial fibrillation. The customer confirms no medical interventions were provided to the patient. The patient had a pre-planned admission to the cardiac cath lab as well as the hospital. These admissions were not as a result of the over infusion. Customer reports there was no patient harm

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.